Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the vio integrated electrosurgical generator unit (iesu) to resolve the customer complaint. The system was tested and verified as ready for use. Isi did receive iesu to perform failure analysis. The iesu was analyzed and found to have a 2-8a error in the logs but was unable to be reproduced on an in-house system. Upon visual inspection, no issues were found that would be related to the reported event. The iesu was tested using an in-house system and successfully energized and cauterized all ports/instruments without any issues. The probable cause of error 2-8a is attributed to a data record received from the instrumentation is recognized as being defective. Due to failure analysis unable to confirm the issue, the probable root cause cannot be traced more specifically.

Event description:
It was reported that during a da vinci-assisted surgical procedure, error 2-8a occurred on vio integrated electrosurgical generator unit (iesu) frequently, which interfered the procedure progress. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the event date was (B)(6) 2026. The customer was able to use the generator, but the recoverable errors occurred often.

Event description:
Refer to h11 for follow-up information.